Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and scope communication error (b30). A definitive root cause could not be identified. Based on historical data, possible causes include: damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problems, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Expected or random component failure without any design or manufacturing issue. The most probable cause of the customer reported event is anticipated or random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a problem connecting to the monitors and a snowy screen. This occurred during inspection for use. There were no reports of patient harm.